Event description:
It was reported that the guidewire coating was observed to be coming off of the wire.

Event description:
The coating issue was observed after the wire was removed from the package. One piece of the coating was observed to be peeling away from the wire. The wire had no contact with the pt.